Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line/set) during use of the homechoice machine. The patient stated that this occurred during drain four of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the patient disconnected from the device and did not cap off the patient line properly. The patient completed therapy with manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.